Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic for routine follow-up. Upon device check, multiple episodes stored as non-sustained ventricular oversensing and non-sustained ventricular tachycardia due to noise on the right ventricular lead were noted. The patient was in stable condition. No intervention was reported.